Event description:
It was reported that vessel perforation occurred. A v-18 control wire guidewire was advanced for use. However, during a cardio microelectromechanical system implant procedure, the patient's pulmonary artery was perforated. The physician reported the cause of the perforation was the v-18 guidewire as well as the patient's high blood pressure. The procedure was abandoned and suction was used to resolve the event. The patient was kept overnight for observation and diuresis. No further patient complications were reported and the patient's current status is stable.